Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, at the time of ligation of the cystic duct and cystic artery, four clips were fired (two on the cystic artery and two on the cystic duct) and appeared well formed and hemostatic. Post-operatively, the patient experienced syncope episodes and returned to the emergency department, where a computed tomography scan was performed and internal bleeding with acute blood loss was identified, including moderate hemoperitoneum and blood loss of 500 cc or more but no blood transfusion was reported. It was further reported that clips fell off into the patient cavity and were not retrieved. An emergency laparoscopy was performed, and cystic artery bleeding was addressed by closing off the artery with new clips to secure the cystic artery. The patient¿s hospitalization was extended by one day for overnight observation, and the patient was reported to be recovering well.